Manufacturer narrative:
On the 25 july 2018 the manufacturer reported: batch released on date: 04 august 2017. N. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. First complaint on this batch. There aren't non conformity elements in the document review inspection was not possible: device and pictures related were not available.

Event description:
During first screw hole preparation the drill bit broke and remained in the patient bone. The surgeon used another drill bit to prepare the second hole. The surgery was completed successfully without critical delay.